Event description:
A patient who was enrolled in a study underwent a da vinci assisted nipple sparing mastectomy surgical procedure. The procedure was completed as planned with no reported adverse events or da vinci device malfunctions. It was reported that right breast lateral firmness developed within the first 24 hours. On post-operative day one, the patient returned to the operating room (or) for right breast hematoma washout and evacuation. The procedure was tolerated well. Prolonged hospitalization was required, and the patient was discharged on post-operative day two. There was no report of a da vinci device malfunction. The study investigator reported the event as mild severity, a clavien-dindo grade iii, possibly related to the study procedure, possibly related to the reconstruction procedure, but not related to the da vinci study device, and not related to the patient's pre-existing condition.

Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. Patient body mass index (bmi) 22.79 kg/m2 with a height of 167.6 cm.